Event description:
It was reported that during a transesophageal echocardiography (tee) study, a snap was heard and the tech realized that the probe had locked and it would not allow the transducer to rotate. The probe was removed from the patient. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is being reported later than the 30 day deadline as the result of retrospective of service notices. This issue was found as a potential safety issue and is being reported per our operating procedures. Follow-up #1 narrative: this supplemental report is being submitted to update the device available for evaluation), provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, no physical damage was observed at the articulation sleeve area; however, the articulation did not bend to anterior direction by articulation control knob operation. During destructive analysis, it was found a broken articulation control wire for the anterior direction. The wire had detached from the articulation control housing area. The likely possible cause of the reported phenomena was due to physical damage inside the transducer by manufacturing process variance and/or insufficient wire reliability. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Follow-up #2 narrative: for this complaint, when it was originally received on 02/08/17, it was classified as a safety issue. After we received a few reported issues of z6ms not flexing that led to re-insertion of the transducer in the patient, a retrospective review was performed to look for all similar reports of z6ms not flexing in july 2017. Therefore, this complaint was identified as having similarly reported symptoms and the potential for serious injury if it were to recur therefore it was decided to file an 803 report. An overview was conducted taking into account all reported events and it was determined the probability of harm occurring as a result of this failure is unlikely. Moreover, no harm has been reported to date. Based on these findings, this supplemental MDR is to correct the previously submitted reports. This complaint is being reclassified based on a retrospective review that was performed after reported issues of z6ms not flexing that led to re-insertion of the transducer in the patient to look for all similar reports of z6ms not flexing in july 2017. An overview was conducted taking into account all reported events and it was determined the probability of serious injury or death harm occurring as a result of this failure is unlikely. Moreover, no harm has been reported to date. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains the initial submission, fu#1 and fu#2.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the device manufacture date (see section h4), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, no physical damage was observed at the articulation sleeve area; however, the articulation did not bend to anterior direction by articulation control knob operation. During destructive analysis, it was found a broken articulation control wire for the anterior direction. The wire had detached from the articulation control housing area. The likely possible cause of the reported phenomena was due to physical damage inside the transducer by manufacturing process variance and/or insufficient wire reliability. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
For this complaint, when it was originally received on 02/08/17, it was classified as a safety issue. After we received a few reported issues of z6ms not flexing that led to re-insertion of the transducer in the patient, a retrospective review was performed to look for all similar reports of z6ms not flexing in july 2017. Therefore, this complaint was identified as having similarly reported symptoms and the potential for serious injury if it were to recur therefore it was decided to file an 803 report. An overview was conducted taking into account all reported events and it was determined the probability of harm occurring as a result of this failure is unlikely. Moreover, no harm has been reported to date. Based on these findings, this supplemental MDR is to correct the previously submitted reports. This complaint is being reclassified based on a retrospective review that was performed after reported issues of z6ms not flexing that led to re-insertion of the transducer in the patient to look for all similar reports of z6ms not flexing in july 2017. An overview was conducted taking into account all reported events and it was determined the probability of serious injury or death harm occurring as a result of this failure is unlikely. Moreover, no harm has been reported to date.